Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses developed an infection in both of her breasts post implantation. It was reported that the infection led to the patient being hospitalized for a month. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2018. This medwatch report is for the patient¿s right breast prosthesis